Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10. (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 204-04-32 - trapezoid tibial tray sz 3f/2t. (B)(6), 234-02-03 - optetrak asy,ps cemented femoral, sz 3. (B)(6), 204-23-11 - ps tibial inserts sz 3, 11mm. H6. Investigation - the tibial insert with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via documentation from the legal department that a patient had a total left knee arthroplasty on (B)(6) 2010 and then approximately 4 years, 11 months, on (B)(6) 2015 the patient had a revision, the patient complained of pain. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.